Event description:
It was reported the pressurewire x (pwx) wireless was placed in the ramus and in the left anterior descending artery and schockwave was performed. The pwx was damaged and the pwx broke after schockwave was performed. A snare device was used to retrieve the separated distal segment. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the reported information, the reported pressurewire damage/material separation was likely the result of using the pressurewire with the shockwave device. The reported unexpected medical intervention to snare the separated distal segment of the wire was due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.